Event description:
It was reported to philips healthcare that the heartstart xl failed shift check for external paddles. The error log shows error code 90008, however, another set of known working paddles were used, and the device failed shift check for external paddles again with clean paddles and paddle holder contacts. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.